Event description:
Vns patient is experiencing urinary retention. Patient was unable to urinate after vns implant surgery and subsequently had an urinary catheter placed upon discharge from hospital. The patient followed up with an urologist approximately 2 weeks later at which time the catheter was removed. The patient was able to urinate on own at that time. Three days later, the patient was seen by neurologist to initiate stimulation at the lowest setting (0.25ma output current). The next morning, the patient could again not urinate, went back to the urologist who again placed an urinary catheter. The patient's device was programmed to off in an effort to determine whether the vns therapy was contributing to the patient's urine retention.